Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that all the keypad buttons were under responsive. Reportedly, there was damage to the keypad cover. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings:.no damage found to keypad. All buttons respond to presses appropriately. Keypad removed; no damage found to button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.